Event description:
It has been reported to philips that there was a delayed release of x-rays for both fluoroscopy and cine that resulted in white images. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray tube and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during the issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that there was a delayed release of x-rays for both fluoroscopy and cine. Review of the log files showed an error code xsc tube current out of range. Upon functional testing, fse found that the image was white when x-rays were done or delayed. After further testing, it was discovered that the grid switch leakage was 5600 ngy, which is too high. To resolve the issue, the fse replaced the x-ray tube and calibrated all the specifications. The equipment performed normally. All the functionality of the equipment has been checked and passed. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.